Event description:
This is report 1 of 3 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the attachment device, motor device and console device failed evaluation when used together. According to the reporter, the motor device failed mid case, however, the console device still showed 80,000 rotations per minute (rpms). The reporter indicated that the burr device was still spinning, however, there was no noise and the motor device had little power. It was not reported if there were any delays in the surgical procedure. A spare identical motor device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran intermittently. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and ball bearings deterioration from immersion during cleaning, which is user error, abuse and/ or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.